Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that two (2) indeflators would not inflate as air was noted to be leaking when pulling negative during preparation and the balloon was not inside the anatomy. Another indeflator was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.